Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the synchroseal instrument to perform failure analysis. However, as of the date of this report, the evaluation has not yet been completed.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the shaft part of a synchroseal instrument fell inside the patient. All debris were recovered and the procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument for failure analysis. The instrument was returned with the jaw cover intact and could not be removed from the instrument during inspection. The instrument functioned properly during manual articulation and the grips opened and closed as expected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be due to customer-induced problems, such as misuse of the product and recognition issues. Additionally, it was observed that the instrument had a torn jaw cover, with tears measuring approximately 0.034' to 0.071" in length. No signs of missing fragments confirmed. This additional issue is unrelated to the customer reported issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use and no damage or abnormalities were found. The surgical task being performed was grasping and retracting tissue. The instrument was used until about the middle of the surgery and the surgical staff did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument collided with other forceps during the surgical procedure. The instrument was removed during the procedure and the wrist was straightened prior to removal. No other damage to the instrument observed. All fragments were retrieved and it was confirmed by matching the shapes of the damaged pieces and the damaged area. No additional surgical procedure was required, an x-ray was performed to check and ensure no remaining fragments.

Event description:
Refer to h10/h11 for follow-up information.